Event description:
The customer reported that the battery failed to charge and calibrate. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery failed to charge and calibrate. There was no report of pt involvement. The battery was evaluated at philips with another device would unexpectedly shutdown when the battery was touched. We will consider this an intermittent connection issue that caused the reported failure.